Event description:
Surgeon reports that on the first post-operative day the intraocular lens was observed to be displaced anteriorly and the hepatic was noted to be out of the bag. Two days later the intraocular lens was observed to be in the same condition and the "va" was myopic. On the fifth post-operative day a re-positioning procedure was attempted. The surgeon noted that the haptic was nearly completely detached from the junction, therefore the intraocular lens had to be replaced. Upon removal of the intraocular lens one of the haptics detached from the optic, but was successfully removed from the eye. A single piece lens was used as a replacement. The pt is reported to have recovered.